Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The customer provided the cleaning sterilization and disinfection (cds) processes. The customer reported that there was no deviations, deficiencies or concerns in reprocessing and there was no patient infection; however, the specific reprocessing steps were not provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based the legal manufacturer's final investigation. The reported event was not confirmed as the device was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that reprocessing was insufficient due to deviation from the instruction manual. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that during reprocessing, the evis exera iii colonovideoscope tested positive for unexpected contamination. The scope has been washed (with a non-olympus machine) 5 times and is still positive. The washers were tested and were not contaminated. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause

Manufacturer narrative:
The device will not be returned to olympus for evaluation and the customer indicated they will manage the reported issue. Additional information obtained from the customer confirmed the device was quarantined and not used while waiting for results. The sample was taken after storage. A supplemental report will be submitted if any additional information is provided by the user facility.